Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator? Elite balloon was advanced for dilation. During the procedure, the balloon ruptured during in-stent inflation after the first inflation at 14 atmospheres. The device was removed without any problem, and the procedure was completed using alternate device used. There were no patient complications as a result of this event.